Event description:
The pt presented in 2001 with a slightly long charge time and what appeared to be premature battery depletion. During follow-up 6 months later, the physician elected to explant the device when low battery voltage was observed.